Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot h09l8483, expiration date01/12/2018; lot h10f1095, expiration date 07/02/2018. The manufacture date for lot h08l8483 is 01/12/2010; the manufacture date for lot h10f1095 is 07/02/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during the implantation procedure of tlif at l4-l5 using interbody device, the connection between the inserter and the cage was loosened when the cage was impacted. The cage reportedly could not be implanted properly, it was decided to be removed. During the process of removing the cage, it was suspected that the thread on the inserter seemed to be defected. The second cage was implanted using the same inserter without any problem. But the loosening of the connection between the inserter and the second cage was observed again during the impaction procedure. The procedure was completed and backing out of one of the cages about 5mm toward posterior was confirmed post op. The patient underwent a revision surgery four days after the implantation due to occurrence of pain. During the revision surgery, the cages were pushed toward anterior to correct the placement. The revision surgery was completed successfully and no patient complication was reported during and after the revision surgery.